Event description:
It was reported that a physician trained in the use of the prostar xl attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the prostar xl could not be advanced over the guide wire through the exit port. A second prostar xl device was successfully used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Without the product to examine, no determination can be made as to the cause of the reported difficulty to advance the device on the guide wire. A review of the finished product lot history record did not reveal any manufacturing related non-conforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there has been no other incident reported for could not advance the device over the guide wire from this lot. To assure that all products perform according to specifications they are subject to a inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. Based on the information provided there does not appear to be any indications of a product quality deficiency.